Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Every time I changed tampons I could tell that small bits were torn off and stayed inside of me [foreign body in reproductive tract] , cramping - stomach [abdominal pain upper], small bits were torn off - tampon [device breakage] . Case narrative: consumer reported via email that small bits of the tampons tore off and stayed inside of her. No serious injury was reported.